Event description:
New information notes no adverse effects or patient issues were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic during follow-up in backup vvi. A device download was performed successfully. Device remains implanted.